Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR# 2954740-2016-00205. (B)(4). Concomitant product: sl-10 45 degree microcatheter and micrusframe10 2.5mm x 3.3cm coil (mfr100253). The deltaxsft coil will not be returned; therefore the root cause of the deployment difficulty cannot be determined. A review of the manufacturing documentation associated with this lot (s11325) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
As reported by a healthcare professional, the delta xsft (dlx100153/s11325) coil was the second coil being deployed into an unruptured middle cerebral artery wide necked aneurysm and was in position to detach. All connections appeared to fit properly without application of excessive force. Physician pushed the detachment box, a beep was heard signaling detachment. However when the physician attempted to withdraw the delivery system, the coil started to move back signaling a faulty detachment. The coil had partially detached leaving a strand of fiber hooked onto the coil delivery system close to the heater. A microcatheter was then advanced to reposition the coil in order to attempt to detach again, the partially detached coil broke off the delivery wire and folded back inside the aneurysm. There were no serious injuries or medical interventions caused due to the reported event. Patient was a (B)(6) year old female whose vessels were reported to be of high tortuosity. The connecting cable was not exchanged and the same cable was used for the coil prior to the complaint coil. The procedure was completed by embolization of two more coils (type/lot unknown). The product is not available for return.